Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified a fold crease, wear abrasion and an opening. A leak test was performed which found an opening on the radius side. A microscopic analysis was performed which identified a striated edge opening on the radius side, consistent with the use of a surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated edge opening on the radius side due to surgical damage. Reason for reoperation: deflation.

Event description:
Patient reported having a left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having a left side "deflation." Device remains implanted.